Event description:
The customer reported that the joystick on the system would not work. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The remote user interface was replaced. The system was tested and operates as intended.